Manufacturer narrative:
The returned product was found to be not patent. It also met the requirements for leak testing. The patient line was found to be occluded at the junction of the patient line stopcock. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient line stopcock was not working. According to the report, nothing would move when the stopcock was in the ¿on¿ position. Reportedly, the product failed during set-up and there was no injury to the patient.